Manufacturer narrative:
The definitive assignable cause is unknown. Based on the limited information available, a vitros reagent lot issue, specific to individual atypically performing wells, cannot be completely ruled out. Although the (B)(6), within-precision test generated acceptable results, a vitros marker precision test was not performed, and therefore a transient malfunction of the vitros eci system cannot be completely ruled out. In addition, based on the limited information provided by the customer, a pre-analytical fluid handling cannot be eliminated as a contributing factor.

Event description:
The customer observed lower than expected vitros (B)(6) quality control result from a non - vitros quality control fluid on a vitros eci immunodiagnostic system. Vitros (B)(6) results = 0.48, 0.58, 0.88, 0.65, 0.70, 0.51, and 0.71 s/c versus expected result 1.84 s/c. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegation that patient results were affected or reported from the laboratory; however, the investigation cannot conclude that patient samples would not be affected if the event was to recur undetected. There was no allegation of patient harm as a result of the event. This report is number one of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved.. (B)(4).